Event description:
It is reported that a customer received an error alarm on their insulin pump. The patient's blood glucose level was 183 mg/dl at the time of the call. The customer stated that they inserted new batteries on their pump and the numbers on the screen started to count down to six. The customer wanted to know if they were being delivered the right amount of insulin. Upon assisting the customer the line was dropped. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.